Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy and bumpy like a heat rash. It was reported the patient had skin sensitivities. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported he was advised to use cortisone 10 for the irritation. Follow up indicated the irritation improved. Reporting out of abundance of caution. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy and bumpy like a heat rash. It was reported the patient had skin sensitivities. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported he was advised to use cortisone 10 for the irritation. Follow up indicated the irritation improved. Reporting out of abundance of caution.